Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacer dependent patient presented in hospital for follow up. Upon interrogation, the right ventricular lead exhibited high capture threshold which had increased since (B)(6) 2018. The patient also experienced pectoral stimulation. The lead was explanted and replaced on (B)(6) 2019.

Event description:
New information states that the right ventricular lead exhibited oversensing. The lead was capped and replaced on (B)(6) 2019. The patient was in a stable condition before, during and after the procedure.